Manufacturer narrative:
(B)(4). The complainant indicated that the suspect device remains implanted/ in patient and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallstent biliary rx uncovered stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, after the stent was deployed, it was noticed that the stent was shorter than the labeled length. Reportedly, the stent appeared to be 2 cm in length when it should have been 6 cm. A second wallstent biliary was implanted to piggy back the first stent and the procedure was complete. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be stable.